Event description:
According to the initial information received, on (B)(6) 2011, aga medical received information that two amplatzer septal occluders (aso) were attempted to be implanted but were removed due to a sizing issues/patient anatomy as the device would not sit properly. Additional information received from aga's clinical department on (B)(6) 2011, noted that after the first attempt at placement of the 34mm amplatzer septal occluder (aso) the patient developed st segment elevation along with hypotension. He was treated with a fluid bolus and 100mcg of epinephrine. There was significant improvement in his blood pressure; however, his heart rate increased to 160 bpm and he developed atrial flutter and then atrial fibrillation. During the second attempt at aso placement, he again developed hypotension. A second dose of 100mcg of epinephrine was given with improvement in blood pressure. The attempt to place the aso was aborted. The patient was cardioverted with 100 joules in the catheterization laboratory. He was transferred to the intensive care unit in sinus rhythm with an adequate blood pressure. His blood gas was normal. He remained in sinus rhythm overnight with normal blood pressure. His echocardiogram was normal and his neurological exam was normal. He was discharged home on (B)(6) 2011, and was referred to cardiovascular surgery for closure of his atrial septal defect. Second device attempted: model: 9-asd-038; lot: 0911066549; serial: (B)(4). This event was adjudicated as procedure related by the data safety monitoring board.

Manufacturer narrative:
Both devices were received at aga on (B)(4) 2011, and were retained for 30 days; however, they have since been discarded per protocol for resized devices so we are unable to perform further evaluation. No device deficiency or product malfunction was reported.